Manufacturer narrative:
The lot number was provided for the one malfunction; therefore, a lot history review has been performed. The sample was returned to the manufacturer for inspection/evaluation. The sample was confirmed for material rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 425-2506x pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture, one involved a patient with no patient consequences. The patient information was not provided.